Event description:
On (B)(6) 2025, the user requested a return for credit, expressing dissatisfaction with the ilet following an event on (B)(6) 2025. The user reported experiencing a low blood glucose (bg) level of 22 mg/dl after a prior spike to 380 mg/dl following a meal, with 11 units of insulin on board from correction doses. Despite consuming juice and fruit snacks, bg did not rise as expected. During the event, the user experienced sweating, shaking, dizziness, and confusion. They did not receive medical intervention but required outside assistance from others, as they were too confused to help themselves. The user confirmed they were using a dexcom g6 continuous glucose monitor (cgm) and did not perform ketone testing.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.